Manufacturer narrative:
The insulin pump was received with button error alarm due to moisture damage keypad traces. No moisture damage on electronics was noted. The pump was unable to perform displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery test due to button error alarm. The pump had scratched display window, cracked battery tube threads and cracked belt clip slot. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call of high blood glucose readings and a button error on the insulin pump. The customer's blood glucose reading was 575 mg/dl. The customer had symptoms such as nausea and she was not feeling well. The customer treated with a manual injection. The customer stated that the alarm did not occur right after the pump was exposed to moisture. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.